Event description:
Boston scientific received information that the remote home monitoring system exhibited a red blinking light due to a potential unspecified product performance issue related to this cardiac resynchronization therapy defibrillator (crt-d). Additionally, the patient advocate reported that therapy had been programmed off in the device for an unspecified reason. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.